Manufacturer narrative:
(B)(4) (intervention required). (B)(4) the reported issue of stent premature deployment. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the information provided, no definitive root cause could be determined.

Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct of a patient on (B)(6) 2010. According to the complainant, during the procedure, the first stent (the subject of manufacturer report # 3005099803-2010-05367) prematurely deployed inside the endoscope. This was discovered when the physician had difficulty advancing the second stent device (the subject of manufacturer report # 3005099803-2010- 05389) down the endoscope. It was thought that the first stent deployed within the duodenum, but it actually deployed within the working channel of the endoscope. The user advanced the second stent down the endoscope and the introducer threaded into the first stent, (so both stents were on one introducer/deployment system). The physician was able to push the second stent device through the endoscope, with the first stent attached to the front of it. Both stents were exiting the endoscope into the ampulla. A snare was used to remove the stents from the patient. The procedure was completed with a different size flexima biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.